Manufacturer narrative:
After further review it was determined that the event occured with a demo unit. Hence the complaint is invalid and no follow up report is necessary.

Manufacturer narrative:
Due to character limitation, the following field is added from e1: initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during in service- training, cardiosave intra-aortic balloon pump (iabp) fiber-optic cable replaced. There was no patient involvement.